Event description:
Spontaneous call from husband. Cadd legacy serial number (B)(4) alarmed but no display. Spouse was able to switch to back up pump and resume infusion but not before patient experienced vomiting, diarrhea and flushing. Pump was in use when fault occurred. Some lapse in infusion and side effects due to malfunction. Sending replacement pump and patient will return malfunctioning pump. Patient does have back up pump. Infusion is life-sustaining. Outcome-ongoing. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Yes, if yes, was any medical intervention provided? No; is the actual cassette/pump available for investigation? Yes; did we [MFR] replace the cassette/pump? Yes; did the pt have add'l cassettes/pumps they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver.